Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: peripheral artery dissection: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event: the cause of access site adverse event was likely use related due to unsuccessful attempts with perclose device.

Manufacturer narrative:
Additional information received; b5 updated.

Event description:
Additional information received that no red blood cell (rbc) were infused. There was no active access site bleed either, the physician elected to place a covered stent due to the perclose sutures failing and the calcification.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the patient right iliac heavily calcified with disease and stent, left iliac heavily calcified by deemed best route for access. Impella explanted through 14fr peel away in routine fashion. Pre existing perclose sutures deployed at 10 and 2 o clock in pre closure fashion readied for closure. 14fr sheath removed in routine fashion and perclose suture knots advanced with knot pusher, when pulled on both perclose sutures pulled out of artery undeployed. Attempt made to post closure by deploying perclosure but was unsucceful. Decision was made to place covered stent. Stent deployed with greta hemostasis and flow.